Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient has objections to the product quality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead and the right ventricular (rv) his bundle lead the patient had exacerbation of left heart failure. The procedure was abandoned as patient could not longer tolerate the procedure. The procedure will be done at a future date. No further patient complications have been reported as a result of this event.